Event description:
It was reported by the sales rep the devices were used during a laparoscopic nissen fundoplication. It was reported the rubber seals split and could not maintain pneumo. There was no reported consequence to the patient.